Manufacturer narrative:
Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the "up" and "down" buttons are becoming unresponsive over the past 2 weeks.